Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The event history log (ehl) review was performed and revealed that the customer experienced "improper shutdown!." An "improper shutdown!" Message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut down without user input. The failure occurred at or before first clinical use (out of box failure)/ new pump check-in in the biomed service department. There was no patient involvement. No additional information is available.